Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the generator change out, the patient was implanted with multiple leads. Two leads were removed due to lack of capture. No further information is available.